Event description:
It was reported that a spectrum iq infusion pump had upstream occlusion failure. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Corrected information h6: medical device problem code corrected to a070908. Additional information. The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. Device sent to the flow line for an upstream occlusion test. Upstream occlusion test passed. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.